Event description:
Dealer reports the patient was burned at the connector site for he cord and the lighted breast retractor. It was initially reported that one cord was involved in two different cases. The patient suffered a small 2nd degree burn during a breast augmentation requiring treatment of cold saline, silvadene cream, and telfa. Neither case was delayed and both cases were completed within this surgeons time guideline in both instances, the equipment was found to be intact and functional at the time of surgery. No other devices or instrumentation were required as a result of this. These retractors and light cord have not been repaired or required any third party refurbishing. A second patient was also burned with the fiber-optic light cable. Both incidents involved the same surgeon. The same cable was used in both instances. On (B)(6) 2013, dealer reports one of the following three retractors was used, doesn't know which - tebbetts breast retractors. Product #: 88-1088, serial #: (B)(4); product #: 88-1087, serial #: (B)(4); product #: 88-1086, serial #: (B)(4). On (B)(6) 2013 dealer trying to get light source information from user. Patient #1 of 2.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.